Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedances on the left ventricular (lv) lead. This crt-p and lv lead remain in service. No adverse patient effects were reported.